Event description:
It was reported that the right atrial lead was explanted 17 days after implant due to unknown product performance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right atrial lead was explanted 17 days after implant due to unknown product performance issues. No additional adverse patient effects were reported.